Manufacturer narrative:
Clarification to e.1. Country: patient stated they live in france and the event occurred there, but the patient's implanting/explanting physician is in brazil and the surgery will occur there. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "periprosthetic fluid effusion.

Event description:
Patient reported right side intracapsular rupture, "periprosthetic fluid effusion", and breast pain. The device remains implanted.